Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing worsened pain. It was also stated that over the past two years the patient had unpleasant paresthetic symptoms which were described as muscle jerking and discomfort. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted device was not returned.